Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen was dark and would not turn on despite being connected to a working power source with undamaged tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt multiple restart and charging steps, then switched to different charging cable and wall adapter, after which pump began charging; customer was advised that non-tandem charging supplies are not recommended except for troubleshooting, and technical support arranged replacement charging supplies and no further assistance was required.